Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: camera 9735821 vega base s8 svc; cable 9735843 camera ethernet kit s8 svc section d references the main component of the system. Other medical products in use during the event include: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a manufacturer representative (rep) noted a localizer faulted message. A rep later noted the cord running into the camera seemed to be frayed and damaged. The camera was still able to communicate through the cord, but the wires inside the cord were visible. The rep believed this could have to do with the localizer faulted error. There was no patient involvement. Troubleshooting was performed. Technical services (ts) walked the rep through ndttoolbox which showed internal temp and bump triggered, therefore cmos battery fault.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that after replacing the ethernet cable to the camera there was still a localizer faulted error. The psu was replaced. The system passed system checkout and performed as intended. Hardware analysis was completed on the returned psu and cable. The returned psu had scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2024. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .584mm with a passing threshold of .250mm. The cable jacket had been cut on one of the returned network cables. Only the shield wire has been exposed, no conductors. Otherwise, all the cables and connector in the returned kit passed continuity tested with no opens or shorts detected. H6: b01, c07 and d02 apply to the system checkout cable product ID: 9735843 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.